Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The product was returned for analysis and the reported damage was observed. Additional observations were as follows: the lens was returned in a qualified company iii (d) cartridge. Viscoelastic is observed in the cartridge. Part of the lens is at the nozzle entry area (pressed up). The rest of the lens is in the cartridge tip. The cartridge nozzle and tip have stress. The cartridge tip also has two large aneurysms on the bottom (right and left). The leading haptic is broken . The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The root cause for the reported complaint could not be determined. The observed lens and cartridge damage would indicate the lens and/plunger were not in proper positions for advancement. The lens had been torn into two pieces inside the company cartridge. The company cartridge nozzle and tip had heavy stress. The tip also had two large aneurysms on the bottom. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a lens was stuck in the injector and the haptic broke. A new lens was used to complete the case. There was no patient impact.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).